Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens jammed in the cartridge. No pt injury. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is received a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. If should be noted that the injector and cartridge were returned for evaluation.